Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, that the customer had two seizures due to low blood glucose levels. The customer also reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 40, blood glucose reading 119 mg/dl. It was also reported that the customer's insulin pump went into threshold suspend. Troubleshooting occurred.